Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred while entering rinseback mode of a routine hemodialysis treatment which could not be resolved by the operator. The circuit clotted due to the amount of time spent troubleshooting the alarm, preventing rinseback from being completed, and resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback in a timely manner as directed in the user's guide. There is no evidence to suggest that a device malfunction occurred. Air alarms during rinseback are most likely the result of the operator introducing air into the disposable circuit while making pt connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making pt connections. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.